Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding the patient on (B)(6) reported the device was not working like it was supposed to. The patient noted she kept going back to the healthcare professional (hcp). The patient noted a manufacture representative (rep) would meet up with her sometimes. The patient noted she couldn¿t get an MRI because of the device. The patient noted she got a trail run, they were stuck wires, it worked well then, but when they put it in permanently, she had problems. The patient she did not think it was put it properly. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0ee3p, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient never had therapeutic effect and their symptoms were worse than prior to implant. The patient has gone back to their healthcare provider (hcp) multiple times for reprogramming, but therapy still was not working for them; they noted therapy did work during the trial. The patient was very frustrated and used two pads at night while wearing sweat pants, but still got their bed wet. The patient also had a constipated feeling, and the day prior to initial report, their bowel movement was a dark green color. The patient said they could not access their programs and tried calling their hcp, but they had not heard back. The patient was very upset about the therapy not working for them. Additional information was received on 2014-jan-12. It was reported that the patient was having trouble using their patient programmer (pp). The patient got into some screens they were not familiar with; they were not sure if the stimulator was turned off or on. The patient eventually discovered the stimulator was turned off and they got it turned back on. The patient said they had bad luck with the therapy since implant as they still had to wear diapers. The patient still had leakage during the day and it was worse at night. The patient was also not voiding a lot at one time. The patient noted that they could not seem to get to program 2 and 3. The patient tried program 1 on the morning of the report and had it set at 1.2v. The patient increased to 1.3v and felt the stimulation was not as strong. At the time of the report the patient was on program 4 and they raised it over 1.7v where they felt it at first and then shortly after the sensation went away. The patient was sitting down when they made the adjustment and could not feel much stimulation while standing. The patient was told by their hcp that the manufacture representative (rep) could reprogram them, but they may need to wait 90 days; the patient did not want to wait that long to benefit from the therapy. Later that day it was reported that the reporter had not heard anything from the hcp¿s office. Additional information was received on 2014-01-13 from the rep who reported the reporter was able to walk the patient through changing to program 2 and 3. The patient had access to those programs, felt stimulation on both, and intended to leave their device set to program 2 at 2.4v. The patient noted that stimulation felt much like the trial setting on this setting. Additional information was received on 2014-01-20. It was reported that the patient met with the rep on at their hcp¿s office. The patient was still having problems with their device and had not really worked since implant. It was noted that the patient was given urinary diaries and had been keeping them since. The patient said program 1 had not helped them despite increasing the stimulation during the week; they noted that they increased the stimulation in the evenings. The patient was ¿around¿ 4.6v and had started with amplitudes in the low 2¿s. In addition, it was reported that the patient had pain in the rectum at 4.6v. When the patient first makes an adjustment, they felt the change and then the ¿intensity wears off¿. The patient also had constipation and got the urge to go but was unable to (bowel movements). The patient was still having accidents at night and in the morning. The patient was wearing 2 diapers and sweat pants and soaked them through. They were also soaking through the pad on their bed. Additional information was received on 2014-feb-05. It was reported that stimulation the patient had was uncomfortable in the rectal area, they had accidents at night, they never had therapeutic effect, and stimulation was in the wrong location. It was noted that the trial worked well for them and they wondered why the permanent implant had not. The patient¿s implantable neurostimulator (ins) had not provided therapy since implant. The patient was on program 4 at 2.3 and declined to change their program during the call. The patient noted that they met with their rep and received more programs. The patient had tried programs 1 and 4 and thought they would try programs 2 and 3. Additional information was received from the patient on 2014-feb-13 who was still having concerns with their device or therapy. The patient had been calling the office but had not been able to get the device to function properly; the patient was still having accidents. It was noted the device was reprogrammed but no improvement was seen; they noted having good luck with the trial procedure. Information was received from the rep on 2014-02-24 who said the patient turned their ins off; the patient was educated on programming as well. It was further noted the patient was going to keep a voiding diary and report back with any issues that develop. Additional information was received by the patient on 2014-may-01. It was later reported that the reason for their call was the patient wanted to find out how many times they could change the settings for their ins. Since mid-december (since implant) the patient was not having good luck with therapy; they were still having a mess at night. The patient's urologist told them they could have botox, take medication as before, take the ins out or one more thing, but they didn't remember what that was. The patient noted therapy not working since implant, reprogramming, pain in rectal area, increasing stimulation, changing programs, constipation, wearing pads, and adult diapers. The patient noted never having therapeutic effect. They tried all the programs that had been put into the programmer and they had been in for reprogramming two times. On (B)(6) 2014, a car backed into them, they fell backwards, and dislocated their shoulder; they were wearing a sling today. The patient takes trospium, the stronger strength and they use to take myrbetriq. The patient tries not to drink a lot of liquid (before bed) but takes some pills late in the day. The patient takes vitamins early in the day. The pill they takes for bladder they try to take that later. Sometimes, the patient sets it strong enough so they can feel it then it causes pain especially when they lift or carry. The patient hasn't messed with doing it because it doesn't seem to make much difference. An hcp listing was sent to the patient. Additional information received from the patient on 2018-08-27 who said the trial worked well to control their symptoms, but the ins hasn't worked to control their symptoms at all. They further said stimulation in the groin was uncomfortable, painful, and "disturbing." They met with their local rep multiple times for reprogramming, but they never got stimulation to relieve their target symptoms. Most recently in (B)(6) 2018, an hcp worked with the patient and got the patient to feel stimulation again, but it was still uncomfortable and it did not control their symptoms. No troubleshooting could occur during the call because the patient lost their pp awhile ago. The patient wishes to pursue system explant and is unhappy about the upcoming copay for it. As a result of what was reported, an hcp listing was sent to the patient "and contact info for paf". No further patient complications have been reported as a result of this event.